Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture occurred. Vascular access was obtained via the left femoral artery. The 90% stenosed moderately tortuous target lesion was located in the right superficial femoral artery (sfa) and left common iliac artery (cia). The lesion of right sfa was crossed with a non-bsc guide wire. The f/g, sterling, mr, 4.0 x 20/135 (4f) balloon catheter was selected and advanced to treat the target lesion. The balloon catheter ruptured at 8 atm on initial inflation. The procedure continued with the use of a 5x60mm sterling balloon catheter, the implant of a 7x60mm non-bsc stent and post dilatation with a 5x60mm sterling balloon catheter. The right cis was treated with predilation with a 7x40mm mustang balloon catheter and the implant of a 7x27mm express ld stent. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).